Event description:
It was reported that when using the bd pyxis¿ es server, new medication orders verified in the customer¿s pis from 9:00 am onward were not crossing over to any pyxis stations and were also not visible on the es server, despite stations not being in critical override. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new medication orders not crossing. A technical support specialist (tss) logged into the server and reviewed the downtime query, identifying the availableforprocessing count exceeding 6000. Then the tss restarted the external messaging services, after which the message queue began decreasing and was monitored until it cleared to zero. Verified the specific order in server and confirmed it remained active. Subsequently spoke with customer, who validated that new orders were now processing and visible. The system functioned as intended after the technical support specialist troubleshot the device.